Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had replacement of the broken flow meter. No leaks found during calibration and testing. Per follow up information received via email on 18mar2024,device has been sent in the bd facility. Issue has been resolved. Replaced broken flow meter. Calibration of the device. No leaks found during calibration. Per investigator notification on 20mar2024, it was report that the arctic sun device was leaking, which was unconfirmed during evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. No flow during functional verification test. Water flowing in the fdl with shunt line. No leaks found. Infusion issue due to defective flow meter. Replaced flow meter. The reported leak issue unconfirmed. No leaks found during testing and calibration. Device passed all testing after repair. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had replacement of the broken flow meter. No leaks found during calibration and testing. Per follow up information received via email on 18mar2024,device has been sent in the bd facility. Issue has been resolved. Replaced broken flow meter. Calibration of the device. No leaks found during calibration. Per investigator notification on 20mar2024, it was report that the arctic sun device was leaking, which was unconfirmed during evaluation.